Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted/revised.

Event description:
It was report that one day post implant a revision procedure was performed due to high right atrial (ra) lead threshold measurements. During the revision when repositioning the lead, the impedance measurement was 3000 ohms due to a conductor coil fracture. The ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.